Event description:
Motored pt lift on w/p dropped with resident in it. Stopped about 6" from floor, jarring the resident and causing lower back pain. Resident was taken to the ER with full x-rays to back and hips. Resident returned to facility with prescription for pain and bedrest. Physician followed care and gave directives to nursing staff.